Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy pump emitted a beep sound with an alarm and stopped working. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medicals cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem of 1871 "motor timeout" error, at boot up was able to be duplicated. The event log recorded two instances of lec 1870 and one of lec 1871. Internal inspection showed that the motor gear was not securely attached to the motor. This would cause the cam and flag gear not to turn and in turn the optic switch would not see a revolution of the motor. In addition, several other screws were found to be loose as well. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.